Manufacturer narrative:
Date of event: approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva ID 200 laser fiber was used in an ureteroscopy procedure in the left ureter performed on an unknown date. According to the complainant, during the procedure, when the laser fiber was activated there was a pop, smoke, and green glow coming out from the fiber body at the plastic sheath that was connected to the laser. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed successfully with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.